Manufacturer narrative:
.

Event description:
The pt's family member reported, the pt's last two pumps were explanted due to infection. The drug used in the pump is baclofen. The hcp was able to confirm the pt had an infection of their device in the past. Add'l info was requested from the hcp and receipt was confirmed. To date, no further info has been received.